Event description:
A nurse reported that micro air bubbles appeared at the vitrectomy probe port during surgery. The problem was resolved after replacing the product with another one. Procedure was completed with no alarm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).